Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist report that he had to remove the dental implant during its installation surgery because he over prepare the site size, so the implant did not had a good primary stability.